Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that while trying to revise a trajectory on the robot, it was not possible to use the move or click function. After numerous attempts, it was decided to reboot the system. While rebooting the system had a communication failure and shut down.

Manufacturer narrative:
Investigation confirmed that a communication failure occurred due to a computer slowdown at the time user was working on the image contrast. On this occasion the root cause of the computer slowdown can not be determined.